Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had concurrent procedures of a transvaginal hysterectomy with ovarian conservation and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, recurrent urinary tract infections, recurrent bladder infections, charlie horse cramps, painful intercourse, physical pain and discomfort, pain, inability to sit or stand for lengthy periods of time due to pain, inability to relax pelvic muscles, depression and anxiety. It was reported that the patient experienced mesh protruding into the vagina causing severe and constant pain and underwent excision of mesh due to erosion on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced malodorous vaginal discharge.

Event description:
It was reported that following insertion the patient experienced malodorous vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.